Event description:
The customer reported, that the ortho provue analyzer falsely interpreted patient results as positive or negative, during type and screen testing. If the falsely graded results were released, the risk of death or serious injury would not be remote. The provue brought the affected gel cards to the service rack for manual review. The falsely graded results interpreted by the instrument did not match the visual inspection of the gel cards, preventing erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and reviewed the gel card images of the provue results. A possible root cause was determined. The customer had failed to discard a second gel card resulting in the inability of the gel camera to read the cards correctly. The gel card causing the issue had been removed upon the fe's arrival. The fe performed gripper adjustments returning the instrument to its expected operation. Cd log files were returned to mts for additional investigation. A review of the cd log files did not contain the required information to confirm or rule out a misreading by the gel camera.